Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the core wire broke during shaping of the wire tip which resulted in exposure and elongation of the safe-t-j amplatz extra-stiff support heparin coated wire guide. The device was exchanged with another device of the same specifications to continue the tavi (transcatheter aortic valve implantation) procedure. It was further noted that the distal weld connection separated from the coil and safety wire. This product issue occurred prior to patient contact, and it did not result in any reported impact on the procedure.